Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device had a red alert in latitude system with v-tachy mode programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivating the ICD device was unsuccessful. This ICD device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicated this ICD device was explanted after the patient passed away. There were no allegations against device. ICD device was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.